Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer also reported insulin flow block and bent cannula. The customer¿s blood glucose at the time of the event was 450 mg/dl. The current blood glucose value of the customer at the time of the call was 388 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with the insulin pump. The auto mode was not activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was performed; however, the customer will continue the use of the device. The insulin pump will not be returned for analysis.